Manufacturer narrative:
The manufacturing location is an estimate as the serial/lot numbers are unknown.

Event description:
On (B)(6) 1999, the patient was implanted with a 21mm biocor aortic valve and a 27mm biocor porcine mitral valve. On (B)(6) 2015, the 27mm biocor mitral valve was explanted secondary to stenosis. The aortic valve remains in place.

Manufacturer narrative:
The results of this investigation indicated there were tears and multiple calcific nodules present in all three cusps. There was pannus ingrowth on the inflow and outflow surfaces of all cusps. A review of the device history record was not possible since the serial number was unavailable. There was no evidence found to suggest the cause of the tears, pannus, and calcifications were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.